Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hypoglycemia event and went to the emergency room (ER) and was hospitalized on (B)(6) 2025. The blood glucose level was 44 mg/dl at the time of event and the patient got treated with intravenous insulin shots.the duration of hospitalization was greater than 24 hours. No further information available.